Event description:
It was reported that the packing and device had foreign matter. Upon unpacking an impulse guide catheter it was noted that the inside of the packaging and on the hub wings there appeared to be dirt or dust. There was no patient involved and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the proximal 122mm of an impulse device. There was dried blood and contrast on the hub of the device. The distal end of the returned device appeared to have been cut after removal from the packaging, prior to receiving the device at the cis. The packaging was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the packing and device had foreign matter. Upon unpacking an impulse guide catheter, it was noted that the inside of the packaging and on the hub wings there appeared to be dirt or dust. There was no patient involved and no patient complications were reported.

Manufacturer narrative:
(B)(4).